Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap was damaged. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad. The returned battery cap threads were found to be stripped. A test battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking. (B)(4).